Manufacturer narrative:
Medwatch fields d9. And h3. Have been updated. It was observed there were several black lines/spots on the meter's display upon the investigation of the returned meter. The lines/spots partially cover the result value and this is immediately visible to the user. The flaw is visible after turning on the device and permanently exists. There were no traces of an obvious mechanical impact visible on the housing of the device. The display assembly was found to be defective.

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4). The reporter stated there was a large black spot on the screen of the meter which made the results field unreadable. There was no visible damage to the screen. Due to the issue, a patient's glucose result was misinterpreted. A glucose result of 145 mg/dl was mistakenly read as 45 mg/dl because the black dot was covering the 100's of the result field.

Manufacturer narrative:
The reporter's meter was requested for investigation and replacement product was sent to the customer. Per product labeling: "if you notice any issues with the display functionality (e.g. Unexpected lines/marks on the meter display) stop using the system and contact the roche customer support center."